Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. The insulin pump was also received with stripped battery cap coin slot. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and battery cap is stuck inside the pump; unable to remove the cap off. The customer was hospitalized due to her blood glucose being 523mg/dl. The customer treated with insulin shots. Customer stated that she could not get the battery cap open due to that she was unable to fill the reservoir, because the pump would not rewind. The customer was treated with insulin drip. The customer agreed to return insulin pump for analysis.